Manufacturer narrative:
PMA/510k: 2900. This device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (pmap860057/s001). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A manufacturing related issue was not identified. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a 23mm valve was explanted after an unknown implant duration due to a grade I central regurgitation. No other information was provided at the time of the reported event.

Manufacturer narrative:
H10: additional manufacturer narrative. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. There may be cases in which regurgitation is detected by tee prior to the completion of the surgical case and exchange of the valve is required. Explant of one valve and implant of another valve may result in complications. This device is not sold or marketed in the us but is similar to a device sold or marketed in the us with a device malfunction without serious injury or death that is not likely to lead to serious injury or death if the malfunction were to recur.

Event description:
Edwards received notification that a 23mm aortic valve was explanted at implant due to inadequate coaptation leading to a grade I central regurgitation. As reported the aortic insufficiency was discovered intraoperatively, and the explant was performed before discontinuation of bypass. Patient was doing well after the procedure.